Manufacturer narrative:
Insulin pump received unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33, excessive no delivery test or verify motor error alarm due to broken/detached end cap. The motor was tested outside of the device and passed.

Event description:
The customer reported via phone call that the insulin pump had motor error and cosmetic damage. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.